Event description:
It was reported that while using a filterwire ez embolic system, wire damage was observed. The physician was attempting to use the system and the wire was "glued to the cover". When the physician pulled, the wire was damaged. "The wire got a shape of a cork screw and he had to take it out". The physician completed the procedure with a different device. Additional information has been requested.

Manufacturer narrative:
(B)(4).